Event description:
It was reported the patient's first pump needed a revision. The patient's healthcare professional (hcp) removed the pump and attempted to remove the mesh bag. It was reported the hcp described the pocket site and mesh bag as a "yucky, icky mess" and it was noted the mesh bag began to adhere to the patient's subcutaneous tissue. It was also reported the hcp "ripped out" the mesh bag and it hurt. After the bag was removed the patient was resutured. It was unknown what drug the device system was used to deliver. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# l68733, implanted: (B)(6) 1999, explanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported the patient was in another state at the time. Hcp had no further information regarding the pump replacement.